Event description:
It was reported that during a routine follow up post paced t-wave oversensing was observed. The physician reprogrammed the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.